Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer stated that the piston in the pump was not moving. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.